Event description:
The device read 172 mg/dl when the customer used it to check blood glucose. They then took their oral meds. An hour later pt was hypoglycemic and ate a pear, banana and three cookies, then they called the emt's. When the emt's arrived they checked pt's glucose at 48 mg/dl and gave them an unknown IV. They were taken to the hosp and kept for observation. Level two control was used on the system and out of range. The device was replaced and requested to be returned for evals.